Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was on the device. Abnormality such as crush, discoloration and wrinkle were confirmed on flexible tube, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be [prevented] by following the instructions for use: chapter 7 cleaning, disinfection, and sterilization procedures three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign objects on the following areas: tip cover, actuator angle lever, forceps elevator, soft duct oredome, actuator grip cover, forceps opening of the actuator, actuator body and actuator switch box. There were no reports of patient involvement.